Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
A hospital reported that during an implantation of an intraocular lens (iol) into the patient eye the leading haptic was straight and ruptured the capsular bag. The iol was removed intraoperatively; an anterior vitrectomy was performed, and different model lens was successfully placed. Per the reporter the patient had a good visual outcome post-operatively.

Manufacturer narrative:
Per the reporter the lens is not available for return and evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. Additional information: d4,g2,g4,g6,g11,h2,h4,h6,h11